Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device initially failed to power on without the dc adapter plugged in. After plugging in the dc adapter, the device was able to power on. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. Release team. A complaint history review found other related failures. Root cause is depleted battery. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump is not turning on. There was not patient involved. Issue was found while testing in the location. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.